Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply, video controller board, and image processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system had poor image quality with unclear images. No pt injury was reported.